Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site communicated that the patient had low speed and pump off alarms, and underwent a pump exchange. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing abnormal speed drops and pump stoppages. These alarms occurred while the patient was connected to the mpu. In the past these alarms have been associated with a short to shield condition. Tech services arrived on site for external perc lead repair. The perc lead replacement performed per op 1005966 approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No additional information was reported.

Manufacturer narrative:
Section d4, h4: additional information device evaluation: the report of a potentially compromised driveline can be confirmed based on the evaluation of pump. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump body and severed portions of driveline measuring approximately 5.5¿, 10¿, and 21¿ were also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The metal-braided shield, bionate, and silicone sleeve were removed from the returned driveline. Visual inspection of the underlying wires revealed a breach in the insulation of the red wire approximately 9.5¿ from the pump body, as well as a breach in the insulation of the black wire approximately 19.5¿ from the controller connector. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The conductors of the red and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the red and black wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have also affected wire phases b and c and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The resulting shorts to ground would have caused the reported pump stop and low speed events, as seen in the submitted log file data. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The heartmate ii lvas IFU (doc. #106020, rev. H) discusses damage due to wear and fatigue of the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook (doc. #106022, rev. G) contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on the event